Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2019, where the ipg was explanted and replaced. The new ipg was also relocated. The issue is resolved.